Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the loss of the live image when the c-arm was moved into different positions. There is no report of pt injury.